Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling: "warnings: laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur."

Event description:
Reported event of death stated as '1 subject with a past history of heart disease died of a related cardiac illness 3 months after surgery" from journal article: "hunger control and regular physical activity facilitate weight loss after laparoscopic adjustable gastric banding", (2008) obes surg 18:833-840 doi 10.1007/s11695-007-9409-3.